Event description:
It was reported the patient need to be adjusted. It was noted the patient was getting shocking in their liver. It was reported the patient could not turn on their stimulator and they needed it to walk. It was noted the patient was adjusted a week prior to call and on the way back the stimulation shifted. It was reported the stimulation shifted from the tailbone, legs, and feet to the liver. It was noted the shocking occurred when the patient moved a certain way. It was reported the device was difficult to adjust correctly because of the damage a previous stimulator did. It was noted the patient had tingling all the way from their hands to their feet. It was reported the shocking happened over the whole body. (B)(4).

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger. Product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6). Product type lead, product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).